Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20aug2019.

Event description:
The customer reported touchscreen was misaligned. There was no patient involvement.

Event description:
The customer reported touchscreen was misaligned. There was no patient involvement.

Manufacturer narrative:
G4: 07oct2019. B4: 08oct2019. The support service technician evaluated the unit and confirmed the reported problem. The technician replaced the touchscreen and then went on to perform preventive maintenance. During maintenance, the technician replaced the central processing unit printed circuit board assembly following a check vent error. The flow sensor and the top enclosure were also replaced. The unit passed testing following repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd from MFR: 31oct2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the ul_lr and ur_ll resistance & resistance ratio were out of spec. Fault are found on this returned touchscreen.